Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She underwent a partial hysterectomy. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Given their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Although it was stated that a partial hysterectomy was performed to remove a ovarian cyst, which is considered as a non-serious event unrelated to essure, it is not possible to exclude a contributory role from essure to reported serious events. Since the serious events could be also a reason for the intervention, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Plaintiff has also suffered numerous yeast infections and urinary tract infections for which she had no history of suffering prior to being implanted with essure. As a further result of undergoing the essure procedure, she underwent a partial hysterectomy, during which her left ovary was removed due to an ovarian cyst that developed after she was implanted with essure. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. She underwent a partial hysterectomy. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Given their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Although it was stated that a partial hysterectomy was performed to remove a ovarian cyst, which is considered as a non-serious event unrelated to essure, it is not possible to exclude a contributory role from essure to reported serious events. Since the serious events could be also a reason for the intervention, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), pelvic pain ("pelvis pain chronic/pain"), abdominal pain ("severe abdominal pain / stabbing, throbbing / chronic / continual pain"), genital haemorrhage ("heavy bleeding/bleeding") and ovarian cyst ("ovarian cyst/cysts") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 1 ((B)(6) 2007), c-section, miscarriage, gestational diabetes, missed abortion, uterine dilation and curettage, blood in urine and anxiety. Essure confirmation test performed (x-ray and pelvic exam) 3 months after insertion (result not provided). Patient had done x-ray and testing from (B)(6) 2007 to present. Previously administered products included for an unreported indication: oral contraceptive from 1990 to 2007. Concurrent conditions included fever, chills, leg pain, hemorrhagic cyst, anesthesia and cramp in lower abdomen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / stabbing / chronic"), depression ("chronic depression") and weight fluctuation ("weight fluctuations/summer 2011 and increasing in2012 after surgery"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal mycotic infection ("numerous yeast infections"), urinary tract infection ("urinary tract infections"), ovarian cyst (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with clonazepam, hydrocodone, methocarbamol (robaxin), sertraline hydrochloride (zoloft), tramadol, trazodone, naproxen sodium (aleve) and surgery (left oophorectomy and left salpingo-oophorectomy and and right distal salpingectomy in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, vulvovaginal mycotic infection, urinary tract infection, ovarian cyst and migraine outcome was unknown and the pelvic pain, abdominal pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 or (B)(6) 2011. Patient was unsure whether essure had been removed or not, once injuries continued 4 visible coils on the right side and 3 coils on the left side . Perforation suspected (B)(6) 2012 when left essure was not visualized during surgery. On (B)(6) 2012, she had left salpingo-oophorectomy and right distal salpingectomy. But essure not removed. (B)(6) 2012 (one essure coil visualized) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received: events: fallopian tube perforation and device monitoring procedure not performed were added. Essure insertion date was added. Reporter causality comments were added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvis pain chronic/pain'), abdominal pain ('severe abdominal pain / stabbing, throbbing / chronic / continual pain') and ovarian cyst ('ovarian cyst/cysts') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 1 (B)(6)2007), c-section, miscarriage, gestational diabetes, missed abortion, uterine dilation and curettage, blood in urine, anxiety, ovarian cyst, ovarian pain, nausea, left lower quadrant pain, spotting vaginal, pelvic inflammatory disease and uterine bleeding. Essure confirmation test performed (x-ray and pelvic exam) 3 months after insertion (result not provided). Patient had done x-ray and testing from (B)(6)2007 to present. Previously administered products included for an unreported indication: oral contraceptive from 1990 to 2007. Concurrent conditions included fever, chills, leg pain, hemorrhagic cyst, anesthesia and cramp in lower abdomen. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / stabbing / chronic"), depression ("chronic depression") and weight fluctuation ("weight fluctuations/summer 2011 and increasing in 2012 after surgery"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal mycotic infection ("numerous yeast infections"), urinary tract infection ("urinary tract infections"), ovarian cyst (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with clonazepam, hydrocodone, methocarbamol (robaxin), sertraline hydrochloride (zoloft), tramadol, trazodone, naproxen sodium (aleve) and surgery (left oophorectomy and left salpingo-oophorectomy and right distal salpingectomy in 2012). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, vulvovaginal mycotic infection, urinary tract infection, ovarian cyst and migraine outcome was unknown and the pelvic pain, abdominal pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: essure was inserted in (B)(6)2010 or (B)(6)2011. Patient was unsure whether essure had been removed or not, once injuries continued 4 visible coils on the right side and 3 coils on the left side . Perforation suspected (B)(6)2012 when left essure was not visualized during surgery. On (B)(6)2012, she had left salpingo-oophorectomy and right distal salpingectomy. But essure not removed. (B)(6)2012 (one essure coil visualized) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of ptc (product technical complaint). On 26-feb-2020: medical record was received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvis pain chronic/pain'), abdominal pain ('severe abdominal pain / stabbing, throbbing / chronic / continual pain') and ovarian cyst ('ovarian cyst/cysts') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 1 ((B)(6) 2007), c-section, miscarriage, gestational diabetes, missed abortion, uterine dilation and curettage, blood in urine, anxiety, ovarian cyst, ovarian pain, nausea, left lower quadrant pain, spotting vaginal, pelvic inflammatory disease and uterine bleeding. Essure confirmation test performed (x-ray and pelvic exam) 3 months after insertion (result not provided). Patient had done x-ray and testing from (B)(6) 2007 to present. Previously administered products included for an unreported indication: oral contraceptive from 1990 to 2007. Concurrent conditions included fever, chills, leg pain, hemorrhagic cyst, anesthesia and cramp in lower abdomen. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / atabbing / chronic"), depression ("chronic depression") and weight fluctuation ("weight fluctuations/summer 2011 and increasing in 2012 after surgery"). In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal mycotic infection ("numerous yeast infections"), urinary tract infection ("urinary tract infections"), ovarian cyst (seriousness criterion medically significant) and migraine ("migranes"). The patient was treated with clonazepam, hydrocodone, methocarbamol (robaxin), sertraline hydrochloride (zoloft), tramadol, trazodone, naproxen sodium (aleve) and surgery (left oopherectomy and left salpingo-oopherectomy and and right distal salpingectomy in 2012). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, vulvovaginal mycotic infection, urinary tract infection, ovarian cyst and migraine outcome was unknown and the pelvic pain, abdominal pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 or (B)(6) 2011. Patient was unsure whether essure had been removed or not, once injuries continued 4 visible coils on the right side and 3 coils on the left side . Perforation suspected (B)(6) 2012 when left essure was not visualized during surgery. On (B)(6) 2012, she had left salpingo-oopherectomy and right distal salpingectomy. But essure not removed. (B)(6) 2012 (one essure coil visualized) (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-feb-2020: medical records received. Events added from mr- pelvic inflammatory disease. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain chronic"), abdominal pain ("severe abdominal pain / stabbing, throbbing / chronic / continual pain"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 ((B)(6)), c-section and recurrent abortion. Previously administered products included for an unreported indication: oral contraceptive from 1990 to 2007. On an unknown date, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / stabbing / chronic"), depression ("chronic depression") and weight fluctuation ("weight fluctuations"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vulvovaginal mycotic infection ("numerous yeast infections"), urinary tract infection ("urinary tract infections"), ovarian cyst (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with hydrocodone, antidepressants, surgery (left salpingo-oophorectomy and right distal salpingectomy in 2012), surgery (left salpingo-oopherectomy and right distal salpingectomy in 2012) and surgery (left oophorectomy ). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain and depression had not resolved and the genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, vulvovaginal mycotic infection, urinary tract infection, ovarian cyst and migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, ovarian cyst, pelvic pain, urinary tract infection, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2010 or (B)(6) 2011. Patient was unsure whether essure had been removed or not, once injuries continued. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Essure confirmation test performed (x-ray and pelvic exam) 3 months after insertion (result not provided). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-dec-2017: patient's demographics updated. Essure insertion/ removal dates updated. Medical history and treatment drugs provided, as well as outcome of adverse events. Pelvic pain added as event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 12-dec-2017: medical records provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.